Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors, unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a poor outcome during aberrometry assisted cataract surgery. The surgeon states the outcome is off target by a significant amount and will require an explant. Additional information received states the patient has not improved and the surgeon would like to plan a lens exchange. However, pseudophakic biometry readings were obtain but were the same results as the preoperative biometry and the same intraocular lens power suggestion. The patient will get an ultrasound biomicroscopy to see exactly where the lens is positioned. It was also noted that the lens is a multifocal lens and that the patient is possibly looking through the wrong area of the lens if a malposition is present.